Event description:
Caller reported that their pump screen was dark and would not turn on, which resulted in their blood glucose level rising to 512 mg/dl. Customer took corrective action by administering a correction injection via multiple daily injections (mdi) and did not need assistance from a third party. Technical support instructed the caller on a series of troubleshooting steps and the pump screen eventually turned on, displaying a reset message. Caller confirmed the shutdown was due to not charging the battery. Technical support provided instructions on pump use and battery best practices, which the caller acknowledged and understood.